Event description:
The customer reported that the system displayed a charger fail error message. No patient injuries were reported.

Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the problem, and told the customer to keep the system plugged up so the batteries can charge. The unit is working as intended.